Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing of noise on the rv channel beginning with periodic iegm recording from (B)(6)2023 was reported. Lead trends are stable and within normal limits, with a slight downward trend in rv sensing amplitude beginning (B)(6) 2023. Patient was seen in-office on (B)(6) 2024 and noise was reproducible with isometrics and during rv threshold testing at output of 7.5 v at 1.5 ms. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was capped on 06-sep-2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.